Event description:
Information received indicating that a cadd solis hpca pump failed volume accuracy test. No adverse effects reported.

Event description:
Investigation completed on a smiths medical ambulatory infusion pumps/cadd solis hpca pumps - 2100.